Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged and blood glucose was high. The customer¿s blood glucose level was 524 mg/dl at the time of the incident. The customer took regular insulin and called the healthcare professional to get different insulin. The customer reported that the bottom part when it rewinds and the circle that whole bottom fell out and was exposed. The customer reported that the side of the pump where the bumper was at was gone. The customer reported that the side of the pump opposite the reservoir compartment opening is damaged. The customer reported that it was overnight and pulled the pump out and pump came out, but the bottom part was in her shirt. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with broken off/missing end cap. Unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to broken off/missing end cap. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing address/seral number label.